Manufacturer narrative:
The ge rep conducted an onsite investigation. The battery, the filament driver board, the high voltage supply regulator board, the snubber board and the x-ray tube were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an x-ray over time and a low milli-amp error messages. No pt injury was reported.